Manufacturer narrative:
The insulin pump had alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The device had broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, minor scratches on the display window, and stained end cap sticker.(B)(4)

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during bolus. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.